Event description:
A customer reported a cartridge alarm issue associated with their pump, specifically alarm 30. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support (cts) confirmed consecutive cartridge alarms and decided to replace the pump, as it was still under warranty. The customer was informed about putting the current pump into storage mode and instructed on the return process using a pre-paid label. They were also advised on steps for setting up the replacement pump upon arrival and agreed to use multiple daily injections (mdi) as a backup insulin delivery method.